Manufacturer narrative:
This spontaneous case describes the occurrence of genital haemorrhage ('haemorrhage') and salpingitis ('inflammation of the fallopian tubes') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), pain ("pain in various areas"), memory loss ("loss memory"), muscle disorder ("muscle problems"), arthropathy ("joint problems") and loss of memory ("loss of memory"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, salpingitis, pain, memory loss, muscle disorder, arthropathy and loss of memory outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, memory loss, muscle disorder, pain, salpingitis and loss of memory with essure. The reporter commented: since essure placement she has experienced serious health problems. Most recent follow-up information incorporated above includes: on 26-apr-2021: the case will be deleted from bayer pv database. Nullification reason: the case was identified as duplicate case and transferred to this case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of genital haemorrhage ('haemorrhage') and salpingitis ('inflammation of the fallopian tubes') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), pain ("pain in various areas"), memory loss ("loss memory"), muscle disorder ("muscle problems"), arthropathy ("joint problems") and loss of memory ("loss of memory"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, salpingitis, pain, memory loss, muscle disorder, arthropathy and loss of memory outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, memory loss, muscle disorder, pain, salpingitis and loss of memory with essure. The reporter commented: since essure placement she has experienced serious health problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.